Event description:
Pt receiving photopheresis treatment and tolerating the treatment well. This rn observed a fluid leak in the photoactivation module during the final collection of buffy coat, approximately 1 hour and 50 minutes into the treatment. Return line to pt clamped, treatment paused and doctor and ecp coordinator, were immediately notified. The treatment was aborted, due to possible contamination from a break in a sterile sys. The pt had no complaints. An estimated 250ml blood loss discarded with aborted ecp kit. Pt given 250ml nss IV over 30 minutes as replacement fluid. Stat h+h ordered for 2 hours after event and type and screen for 2 units prbc's sent.